Event description:
Device 2 of 2. Reference MFR report # 1627487-2018-13479. It was reported that the during the ipg relocation surgery reference MFR report # 1627487-2018-13449) scs system was implanted on the left side of the cervical region to improve the coverage on the left arm.